Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. All features that could be measured met specifications. The crack started at the upper side of the lcp-df and ran into the material. After breaking, the two plate fragments rubbed against each other causing some light destruction of the fracture surfaces (abraded and shiny areas). When examining the proximal fracture surfaces (part a and b) of the lcp-df using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. Patterns of ripples or fatigue striations were observed at the crack propagation zones and almost over the entire surface. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surface part a showed mainly fatigue striations and a small area with dimples. Approximately 50% of the fracture surface of part b showed fatigue striations and in addition to a sizeable area with dimples. The areas with dimples correspond to the residual forced fracture zone. Sem observations and findings showed that the plate failure was caused by fatigue and overload. We found no evidence of material or manufacturing defects. Placeholder

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient was implanted with lcp distal femur plate and screw construct on an unknown date. Reportedly the plate broke two months post-operatively. Patient was returned to the or on an unknown date and the hardware was removed. No further information was provided. This is 1 of 1 report for (B)(4).